Event description:
It was reported via the report form for clinical investigations that there were problems with the distal locking nail.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be provided on a supplemental report.